Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer experienced blood glucose levels of 141 and 251 mg/dl. Customer was treated with juice. Customer did use minimed 670g system. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump for over delivering. Customer declined to check air bubble and leak. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.